Manufacturer narrative:
This patient previously had a debridement surgery a few months ago on the right side (reference mfg report#2031049-2021-00025). The surgeon has been since removed the devices due to a suspected infection. (Multiple reports were filed for this event).

Event description:
The patient's right tmj devices were removed due to a suspected infection.